Event description:
The patient presented to the emergency room, the device was interrogated and revealed the device was in backup operation with high voltage therapy disabled. The device was explanted and replaced to resolved the event. The patient was stable and will continued to be monitored.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the device went into backup mode due to a power on reset. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The power on reset is due to normal battery depletion due to multiple consecutive high voltage charging events. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.